Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) confirmed the issue, with drawer 06 producing a sound but failing to open and showing "pberr_drawer_open" error, while other drawers functioned normally. A field service engineer (fse) verified all matrix board lights and drawers were manually opened using the red release. Fse confirmed all drawers could be manually opened without issue, and remote testing through locate confirmed all drawers were functioning normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 drawer 06 was not opening and prompting for barcode. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.